Event description:
Customer called to report multiple occurrences of a leak from the cc (cartridge chemistry) sample probe of the unicel dxc 800 synchron system, which resulted in cuvettes failing water blank test errors. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to prime the cc subsystem, after which no leaking from the probe was observed. Customer was then instructed to run a side sample, and no leaks were detected. The same cuvettes that failed the initial water blank failed the same, which indicated that the cuvettes were dirty. This was the cause of the system flag for the water blank failure, and required direct cleaning of the individual cuvettes. Customer was then instructed to use proper ppe to clean the cuvettes. On (B)(6) 2012, customer stated that the same instrument issue occurred on the day prior ((B)(6) 2012). The field service engineer (fse) was onsite for another instrument issue, and replaced the cc sample probe. The fse advised customer to change the cc sample syringe if the issue reoccurred. Customer replaced the cc sample syringe, but the issue continued. Customer wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The cts generated a service request; however, customer resolved all errors relating to the cc sample probe leak issue prior to the field service engineer's onsite arrival. Customer confirmed that the issue was resolved. Additional medical device reports were filed based on the same instrument issue for events reported by customer that occurred on (B)(6) 2012: MDR #2050012-2012-00567, (B)(4), MDR #2050012-2012-00568, (B)(4), MDR #2050012-2012-00570, (B)(4).